Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, stored episodes of oversensed noise were observed on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The noise was visible on both the pace/sense and the shock channel and was reproduced in clinic. Some noise on the right atrial (ra) channel was also observed. The patient reported a recent fall that had resulted in several broken ribs. One of the stored noise episodes appeared to correlate to the time of the fall. Additionally, rv pacing impedances were noted to be low and out of range. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. An additional follow-up was scheduled to review the system. During the review, pocket manipulations were performed and the physician elected to continue monitoring the system. This crt-d and the ra and rv leads remain in service. No adverse patient effects were reported.